Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. The trace and history files were successfully downloaded using thump. During testing, no unexpected battery-related errors, pump error 41 or pump error 43 alarms were noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the pump history file reveals on 4/11/2024 at 16:06:47 there was a pump error 41 (linenumber 713 file number 121) motor voltage error alarm and a pump error 43 (linenumber 589 file number 121) motor drive error alarm that occurred due to the motor registering a voltage failure (the measured voltage is not within the threshold). Additionally, there were two (2) low battery alerts (2/23/2024 and 3/7/2024) and on 4/11/2024 there were three (3) failed batt test (battery failed) alarms (2x 16:07 and 17:09). There we no change battery fault (replace battery) alers or off no power (replace battery now) alarms found in the pump history. The pump was cut open for a visual inspection. No evidence of physical or moisture damage on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A sc1 cap does lock into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. Pump error 41 and pump error 43 alarms are confirmed due to the motor registering a voltage failure (the measured voltage is not within the threshold). Unexpected battery-related alerts (replace battery) are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump errors 41 and 43, and battery errors. The insulin pump requested to change the reservoir when it was full. During the call, the pump requested to change the battery again when she just changed it a few minutes ago and also requested a full reservoir. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for the reported events. The customer reported alarm occurred during bolus delivery. The customer was able to clear the error and was able to rewind the pump. The error table did not indicate that the pump should be replaced and the pump passed the self-test. No harm requiring medical intervention was reported. A product return for mmt-1886 was requested and the customer response was the pump will be returned.